Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the patient line separated from the cartridge on multiple occasions. Customer's blood glucose level was not impacted. Cartridge changes were performed to address the issue each time.